Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. The pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1, power connector and battery tube assembly noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged prime/fill anomaly not confirmed. Exposed to moisture confirmed. Pump error 43 and pump error 63 were found in history file on 07/19/2024 22:08:04.000. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to exit the load reservoir process. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported being unable to exit the load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.